Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5103790) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103790) alleging sinus problems, breathing problems and scarring of lungs related to a CPAP device's sound abatement foam. The patient was prescribed steroids in response to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical code has been corrected and type of investigation, investigation findings, investigation conclusions has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103790) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop scarring of their lungs. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.